Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). G2: foreign country - japan. Functional testing of the returned product found the device would not power on with the original battery pack but did power on and function normally in both modes when connected to a lab battery pack. Visual inspection of the interior of the pack found the batteries had leaked electrolyte inside of the pack. There did not appear to be damage to the wiring of the pack. There was also a loose terminal that had slid out of its place. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. The root cause of the reported issue is attributed to a manufacturing issue. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends

Event description:
It was reported during surgery that the product didn't work at all from the beginning. There is no harm and a 0-15 minute delay reported. Due diligence is complete as there is no additional information available. Upon investigation, the batteries had leaked electrolyte inside of the pack.